Event description:
It was reported that the coil concerto could not be advanced. It was reported that the reported device and all accessory devices were prepared as indicated in the instructions for use. No patient symptoms or complications were reported. Additional information was received stating that a new product was used to complete the procedure. Cause of the resistance was unknown. A continuous saline flush was administered and maintained as indicated in the IFU. The information is confirmed by the physician.

Manufacturer narrative:
This event is reported conservatively at this time based on reported analysis findings for which indicate a possible reportable event. H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the concerto device was returned for analysis within a shipping box, within a resealable plastic pouch, within an opened concerto outer carton, within an opened concerto inner pouch and outside its returned introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The concerto pusher was found with multiple kinks near the break indicator and one break on the break indicator. The concerto implant coil was found damaged outside its returned introducer sheath. Testing/analysis: the concerto coil could not be placed back within the introducer sheath due to the damages. The concerto coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found were consistent with resistance. Possible causes for coil resistance in catheter include, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. Customer reported the devices were prepared per IFU. The likely cause could not be determined. The returned concerto implant coil was found damaged, and the pusher was found kinked/broken. Customer did not report finding any damage during preparation per IFU; therefore, it is possible damage occurred during the attempt to push the coil into the micro catheter against the reported resistance. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.